Manufacturer narrative:
Results of investigation: vyaire was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 112 hours of extended tests at the customer¿s settings, however, the ventilator failed the troubleshooting final test for non-conformance with measured bias flow on the tidal volume and flow test.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv 1150 ventilator. It is unknown which ventilator the patient was on at the time of their death. The customer stated that the ventilator was alarming "loss of power" so they switched the patient to their back up ventilator.